Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that they were trying to put the patient's device into MRI safe mode but they were not able to connect. The caller reported seeing a device not found message. The caller stated the patient last charged their implant last night to 100%. The agent walked the caller through resetting the communicator and then the caller reported the device not responding message even after repositioning the communicator directly over the ins multiple times. The agent then directed the caller to attempt to recharge the ins in case the battery was dead/low. The caller reported seeing a few different screens on the recharger app while troubleshooting: device not found, recharger inactive and recharger error with service code 3167. The agent walked the caller through resetting the recharger. The caller was then able to successfully connect to the implant and charge the implant with excellent connection. The caller noted the ins battery was currently at 10%. The troubleshooting steps that were taken on the call resolved the issue. The agent reviewed ins must be charged to a minimum of 30% for MRI.